Event description:
It was reported that the atrial lead exhibited high impedance, a spike in impedance and varying impedance. The lead also had unstable thresholds, intermittent capture, noise and oversensing. The lead also had a failed position check and a polarity switch. The patient also experienced a fall. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated the impedance of the atrial pacing lead had a spike. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing. The device memory indicated an issue with the atrial lead position check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, c1, c3, c4, g6. Section c: c1: approval number: unk c1: drug lot number: r222338 c3: route: intracardiac c4: treatment/therapy from date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the atrial lead exhibited high impedance, a spike in impedance and varying impedance. The lead also had unstable thresholds, intermittent capture, noise and oversensing. The lead also had a failed position check and a polarity switch. The patient also experienced a fall. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.